Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found the top sheath/ coiled spring part was missing because it was broken. A root cause could not be identified. The most probable cause of the complaint traced to component failure caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a bronchoscopy procedure the doctor was getting samples, and a second doctor was asked to assist with the case to see if they could get better samples. After the linear portion was finished. The first doctor went back in to get a brushing of the lung wall when they noticed metal in the patient's airway. Upon looking at the needle, it was noted the top sheath/coiled spring part was missing. The piece was extracted. The procedure lasted longer than expected due to the extraction of the needle piece by only about five minutes. The event was noticed at the end of the procedure. The patient was under moderate sedation during the event. The customer indicated there was no patient injury.